Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Home health nurse called in for patient. On (B)(6) 2011, patient was hospitalized due to a grand mal seizure. Inr was taken in the hospital and lab result was 2.1. On (B)(6) 2011, patient was started on phenytoin. Doctor told them that it would raise the patient's inr. On (B)(6) 2011, the patient's inr on meter was 6.1 and 6.2 on repeat. Doctor took the patient off coumadin for 2 nights. Patient tried testing today, (B)(6) 2011, and got error 114. Caller also stated that patient was bruising and bleeding over the weekend and on monday ((B)(6) 2011).